Manufacturer narrative:
The ca2 reagent lot number was 79447001 with an expiration date of 30-jun-2025. The calibration was last performed on 20-sep-2024 and it was acceptable. The qc recovery was within the acceptable range prior to the event. The alarm trace did not show any abnormality. The field service engineer (fse) found that the syringe collar was loose on the syringe mechanism. He tightened the syringe mechanism collar to the syringe mechanism body. He then performed purges/primes and mechanism checks and they were successful. The customer performed qc and it was acceptable. The fse found the cause was the loose syringe collar on the syringe mechanism. The service actions (tightening the syringe mechanism collar to the syringe mechanism body) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 3 patients' serum samples tested with calcium gen.2 (ca2) assay on a cobas 6000 c501 (ul) v module when compared to a different analyzer at the same facility. Sample 1: initial result: 3.9 mg/dl. Repeat result: 9.4 mg/dl (tested on another analyzer). Sample 2: initial result: 1.4 mg/dl. Repeat result: 9.8 mg/dl (tested on another analyzer). Sample 3: initial result: <0.8 mg/dl. Repeat result: 9.2 mg/dl (tested on another analyzer). A critical low flag prompted the repeat of the samples. No questionable results were reported outside the laboratory and the samples were repeated. The repeat results were deemed to be correct.